Manufacturer narrative:
(B)(4). Date sent: 6/8/2026. B3: publication year of 2025. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: title: comparison in intraoperative energy devices ligasure, harmonic scalpel and robotic scissors and its correlation to developing ileus post operatively in colorectal elective surgery. Author(s): madhu p chaudhury, md; william lim, md; dimitris manatakis, md; peter j mitchell, md; chris c kearsey, md. Citation: not available. This study aims to investigate whether there is a statistically significant difference in the rates of ileus among patients undergoing surgery with these three tools. Between 2017 to 2023, a total of 611 patients underwent cancer colon resection and were divided into three groups n=101 robotic scissors, n=103 ligasure and n=407 harmonic - using robotic scissors, harmonic scalpel, and ligasure, respectively as their group name implies. Reported complications are: harmonic scalpel. N=50 ileus. Treatment: not reported. In conclusion, the differences in ileus rates between these surgical tools are likely due to random chance, and there is no evidence to suggest that one tool is associated with a higher or lower rate of ileus compared to the others in this dataset.